Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device was implanted for only 2.5 years and it questioned why the device did not last longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported tha the device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 lead implanted: (B)(6) 2005; 419478 lead; implanted: (B)(6) 2005. (B)(4).